Manufacturer narrative:
This has an extremely rare occurrence and this type of failure is caused by use error of the product either when placing the device (over-rotation) and/or upon removing the device (under-rotation). Clinical innovations is trying to get more information regarding the incident.

Event description:
After the phone conversation with your technical department I hereby send you one out of three fetal scalp electrodes of the brand goldtrace, that have been straighten out or fastened during the removal of the scalp electrode in the post-partum phase. Surgery procedure was proceeding accordingly to remove the fetal scalp electrode because of the difficulty of removing it from the child's head. We do not expect to have this kind of problems with the goldtrace, which is the reason why it is difficult to provide a lot number. We have all the goldtraces in a box with mixed lot numbers, and these are: 170134, 170347, 161433, 161317. The child that had surgery to remove the fetal scalp from its head was born (B)(6) 1504. The bag of the goldtrace was threw away of course. This incident was reported as a deviation. The pediatrician will follow up this case with the child continuously. Will dispatched the fetal scalp electrode which was removed by surgery (B)(6) 2017.